Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an unidentified medication infusing in a 50 ml bag was set at a rate of 50ml/hr, however it was completed in under 2 minutes. The pump passed a rate accuracy test per the biomed at the facility. There were no further details of this event provided and no patient harm was reported.

Manufacturer narrative:
The customer¿s report of the bag emptying sooner than expected could not be confirmed. Review of the pump module event log confirmed an infusion ran at the rate of 50ml/hr with a vtbi of 50ml for only 2 minutes and 41 seconds before the device was channeled off. Visual inspection showed the pump module was received in overall good condition. Functional testing was performed and the pump module failed both rate accuracy tests; however, the module consistently infused lower than specifications. The customer reported an event that would have involved an over-infusion, however during testing the pump module was under-infusing. The pump module was calibrated. Following calibration, rate accuracy testing was performed again and the device was verified to be infusing within specifications. The root cause of the medication container emptying at a fast rate was not determined. The event administration set was not received for investigation.